Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used condition and decontaminated. Visual inspection performed. The device had a bubbled downstream occlusion (dso) seal and scratched lcd lens. Performed functional testing. Customer's reported problem was duplicated, and the root cause was the damaged dso seal. The dso seal was replaced to correct the issue. Device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a black membrane damaged. The event occurred during testing. There was no physical damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.